Event description:
It was reported that the patient presented in the operating room for an elective device change-out procedure. During the procedure, it became difficult to remove the lead from the generator head. The set screw could not be loosened due to some mechanical issues initially but popped out later on. The procedure was performed successfully and no adverse events were reported.